Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at ipg pocket site. It was noted that the patient has a small body type. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.